Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data, consisting of a follow-up report and an ECG, have been analyzed. The provided ECG suggests an elevated heart rate; however, the absence of a timestamp and poor resolution render an accurate assessment infeasible. For a root cause analysis, a ram dump of the ICD would be necessary. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned ECG data rendered an accurate assessment infeasible due to poor resolution and lacking timestamps, therefore no conclusion can be drawn towards the root cause of the reported observation. This investigation will be updated if additional relevant information becomes available for analysis.

Event description:
The patient had vt on (B)(6) 2024 that was in range of programmed vt2 zone, but the device did not detect it and did not provide therapy so he received external shock. Also this episode has not shown in episodes recordings. This same event happened for this patient for second time. Should additional information be received, this file will be updated.